Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that phacoemulsification handpiece stopped working and vacuum was not rising during cataract without intraocular lens implantation surgery. The surgery was completed after replacing the product with another one. The reported product came into contact with the patient, but there was no patient impact.